Event description:
It was reported that a revision was needed to replace a creo screw that was found to have deviated post operatively. This event occurred in japan.

Manufacturer narrative:
The device was available for evaluation. It was reported that a revision was needed to replace a creo screw that was found to have deviated post operatively. Visual inspection of the photos provided do not show any major damage or deformation that would indicate a catastrophic failure. From the information provided, the original l3-l5 plif surgery was completed on (B)(6) 2024 and a revision surgery was completed on (B)(6) 2024 due to a creo amp screw deviation. However, the surgeon was unable to disengage the independent lock during the revision case so the screw had to be removed and replaced. No x-ray images were provided for reference. The information provided confirmed the patient had osteoporosis. The deviation is consistent with osteoporotic bone. It was reported that when re-installing a deviated screw, it was difficult to set the rod due to the independent lock of the screw head. Eventually, the deviated (existing) screw could not be used and replaced it with a new reduction screw. Visual inspection of the returned implant show the mating creo amp screw still attached to reduction screw head. The parts are in the locked position with the saddle in the down position. There is not major signs of damage or deformation. There is some bio-debris visible between the saddle and screw head. The screw assembly was threaded into a holding block and the screw head was remobilized with a creo counter-torque and following the procedure detailed in the technique guide. Continued visual inspection of the screw head and screw do not show any abnormal damage or deformation to the internal components that would result in the screw head unable to be remobilized. No determinations could be made as to the cause of the reported issue.